Manufacturer narrative:
The product data has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Per smartphone compatibility information, with use of application, the customer's unknown phone with ios/android version unknown operating system has not been tested for compatibility at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Therefore, this issue is not confirmed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified sensor related error message with the adc device and was therefore unable to obtain readings or alarms. As a result, the customer experienced hypoglycemia and was given lupin for treatment by a healthcare professional. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported an unspecified sensor related error message with the adc device and was therefore unable to obtain readings or alarms. As a result, the customer experienced hypoglycemia and was given lupin for treatment by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch and no issues were observed. Data was extracted using approved software, and extraction was successful. Observed drop in glucose values and temperature which is evidence that the user removed the sensor early. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.